Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ branched endovascular aortic repair after a migrated evar bypassing a severely kinked previous endograft¿ jose I. Torrealba, md1 , tilo kölbel, md, phd2 , fiona rohlffs, md2 , konstantinos spanos, md, phd3 , and giuseppe panuccio, md, phd2 journal of endovascular therapy 2024, vol. 31(4) 533¿540 https://doi.org/10.1177/15266028221134888. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "branched endovascular aortic repair after a migrated evar bypassing a severely kinked previous endograft". A patient is presented who underwent an evar with a medtronic talent device 15 years ago and an additional proximal cuff extension 12 years later for a ruptured abdominal aortic aneurysm. Computed tomography angiogram (cta) showed a dilated neck with a distally migrated stent-graft and severe curvature and kinking at the level of the main body flow divider, with the iliac limbs in a near-horizontal position on the anterior wall of the aneurysm. He underwent placement of a proximal extension with a 36 mm valiant thoracic endograft and was later discharged in good condition. Two years later, he present with mild gi bleeding due to known gastritis and a CT showed a 12cm aaa with a type ia endoleak and further distal migration of the proximal stent graft. There was minimal distal seal 1cm observed in the common iliac arteries. Endovascular repair was performed with a modified non-mdt stent graft. Completion angiogram as well as early and 12-month CT showed a fully patent straight course branched evar with no els.